Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for fracture ao classification 13a2.2. The surgeon inserted a screw into the most distal lateral hole of the plate in the wrong direction forcibly due to a technical error, which damaged the threading part of the plate hole. Therefore, the plate hole became unable to lock the screw. Another longer plate was used for the procedure at the discretion of the surgeon, and the surgery was completed successfully with no surgical delay. There was no reported adverse patient impact. No further information is available. This report is for a 2.7/3.5 ti va-lcp postlat dhp- lat supt 3h/rt/75mm-short-ste. This is report 1 of 1 for (B)(4).